Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, at the start of surgery, a bump at the end of the cannula was seen. Trocar was replaced to complete the procedure. There was no patient injury.